Event description:
(B)(4). No injury alleged. Malfunction alleged. Dealer states that the end user was found to have his head entrapped. In this instance his head was through the side rail. They were able to get the head back through without issue or injury. Date of incident unknown. MDR filed. (This is the first of three reported incidents involving the same end user and device.)

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model bed-2, serial number/date code (B)(4) is approximately 13 years old. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Per the dealer, the end user has the medical conditions of cerebral palsy and respiratory abnormalities, and is unable to care for himself. He is unable to walk and uses a wheelchair on a regular basis. This is the first of three reported incidents involving the same end user and device. The male consumer's age is (B)(6), height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed